Event description:
A hlthcare worker experienced pain and a burning sensation with whitening of the skin on the hands. The event occurred after removing items from a completed cycle. The worker washed the affected area and saw a physiian who cleaned the contact site. No further treatment was required and the symptoms resolved within one day.